Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device. (B)(4).

Manufacturer narrative:
Device analysis for lead (B)(4) revealed no anomaly found.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was additionally reported that there was bad impedances, no impedance values. Multiple multi lead trialing cable's (mltc) were used and there was no difference. The lead was not implanted. Two leads were used with one of the mltc and worked fine. The patient completed a successful trial with the two leads ultimately used. The patient recovered without sequela. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Out of box failure with a trial lead was reported. High impedances over 10,000; electrodes 0,1 sporadic high value and 2-7 always over 10,000. Impedance and reprogramming was performed. The lead was rejected and not used, never powered up on the patient. The lead was withdrawn and removed from field. Replaced with another lead which worked fine. No patient symptoms or complications reported. The patient is doing fine in his trial. It was noted that the lead was put in the mail to be returned to the device manufacturer. If additional information is received, a follow up report will be sent.